Event description:
Reason for revision: loosening of prosthesis and pain. Metallosis observed around cables and no bony ingrowth on prosthesis. Xray and photo showing lack of sleeve ingrowth is available.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combinations were not provided. It should be noted, the original reporting indicates the patient was implanted with a competitor acetabular system in conjunction with the reported depuy femoral devices. This use of depuy devices is not recommended and is considered off label use. Provided photography review confirms the initial reporting of lack of ingrowth of the femoral sleeve. Review of provided patient x-rays finds there is an apparent/controlled fracture down the shaft between two cables distally. The patient is cabled both proximally around the femoral sleeve and distally around the femoral stem. Lack of trochanteric bone as well as proximal allograft is noted. Two screws can be seen in the acetabular component going through darkened matter/void in the acetabulum. The root cause cannot be determined with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.